Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 900mg/dl. Troubleshooting was performed. It was stated that the insulin pump had an alarm and the customer was not able to clear the alarm. The programming, time, and date were correct. It was stated that the infusion set was changed to resolve the issue. The customer's recent glucose reading was 339mg/dl, and she was treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.